Event description:
It was reported that the patient's ins was implanted 19 days after its use by date. There was no indication of any adverse events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 748925 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 748925 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID: 7435 lot# serial# (B)(4), product type programmer, patient product ID: 3888-33 lot# l80563, implanted: 2000 (B)(6), product type lead. (B)(6).